Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, interrogation of the device showed an episode of noise which was classified as vf. No therapy was delivered since the device aborted therapy when a return to sinus was detected. The lead remains implanted.